Manufacturer narrative:
The evaluation of the customers issue included a review of data and information provided by the customer, ticket trending review, labeling review, device history record review and field data review. Trending review determined no trend for the product. Labelling was reviewed and found to address the issue adequately. Device history record review did not identify any non-conformances or deviations for the list number, 07k78-25. The overall performance of architect total b-hcg reagents in the field was reviewed and determined that the performance is acceptable. Based on all available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information is included. Additional patient details are not available.

Event description:
The customer reported false positive b-hcg assay results for one (B)(6) year old european female patient. The customer provided: on (B)(6) 2020 her initial = 404.7 miu/ml, (B)(6) 2020 another initial = 405.3 miu/ml. On another labs architect her results = 400 miu/ml (range > 5 positive). On the roche cobas results were stated to be negative. The patients urine sample was negative, and her last menstrual event was on (B)(6) 2020. There was no impact to patient management reported.